Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. Customer primed the tubing to address the issue. There was no adverse impact to customer¿s blood glucose level.